Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent shortening. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The 6x80 supera stent referenced is filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was performed to treat a lesion in the distal right external iliac artery. Pre-dilatation was performed to treat the target lesion and a 6x120 supera stent was deployed at the proximal lesion. No difficulty deploying was noted; however, the stent shortened at the distal end. Adequate blood flow was noted. The procedure continued, treating another area of disease with implantation of two unspecified non-abbott balloon-expandable stents in the bifurcation of the common iliac artery; however, post-deployment, no blood flow was observed. Additional balloon angioplasty was performed, with no improvement to flow. In an attempt to restore flow, a 6x80 supera stent was implanted, extending the previous stent towards the aorto-iliac axis; however, the flow was not restored. The procedure ended. The patient was evaluated by vascular surgery and was placed under observation, with possibility of surgical amputation. On (B)(6) 2018, the patient underwent a surgical procedure and the right lower limb was amputated. No additional information was provided.